Event description:
Report received indicated that the balloon used during procedure ruptured. The intended procedure was angioplasty of a shunt anastomosis. The vessel had moderate calcification, moderate tortuosity and 99% stenosis. The product was positioned at the target lesion and the balloon was inflated using an indeflator, however, the balloon ruptured at 6 atmospheres. It is unk if any resistance was encountered while advancing the balloon catheter to the lesion or while crossing the lesion. No add'l pt, lesion/vessel or procedural details were provided.

Manufacturer narrative:
The product was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products (r0705063) met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly part number e7144621 with lot number 0207050136. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. In this case, lesion/vessel characteristics likely contributed to the reported event.